Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue. This occurred during drain two of four of peritoneal dialysis therapy. The patient line became disconnected from the transfer set while the patient was sleeping. The technical service representative assisted the patient with ending therapy. The patient went to the clinic following the event and was given prophylactic antibiotics, and the transfer set was replaced as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.